Manufacturer narrative:
The cause of the patient injury, specifically aortic insufficiency, was not determined since product was not returned and there is insufficient clinical information.

Manufacturer narrative:
Investigation is ongoing based on available clinical information. When the investigation is complete, a supplemental report will be filed.

Event description:
A 73-year-old male patient with cad, shortness of breath and mitral regurgitation has been scheduled for a CABG and mitral valve replacement procedure. To provide hemodynamic support, an impella 5.5 heart pump has been inserted. There have been difficulties getting the impella 5.5 across the aortic valve, but insertion has been successful. CABG procedure has been successful, mitral valve could not be replaced due to patients¿ anatomy. After removal of the impella 5.5 tte echo showed moderate to severe aortic insufficiency. Attending physician believes it may have been caused by the impella 5.5 insertion. The patient had a tavr implanted and improved to where he did not need a mitraclip anymore. Patient stable.